Event description:
It was reported that a patient, underwent an atrial fibrillation procedure with a stockert ep-shuttle radio frequency generator and suffered esophageal fistula which required surgery. The patient¿s medical history is unknown. The patient was reported to be in critical condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to stockert 70 rf generator approved under PMA # p990071. The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Manufacturer ref # (B)(4). It was reported that a patient, underwent an atrial fibrillation procedure with a stockert ep-shuttle radio frequency generator and suffered esophageal fistula which required surgery. The device was evaluated and no error found. Device is within specification. The device was subjected to the preventive maintenance, safety and functional testing and all tests passed. No malfunction found on device. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.